Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that as per the doctor, the device was twisted in mid segment and failed to open in the middle section. Even after resheathing and unsheathing, it failed to open and hence was removed with catheter. The case was done with a competition flow diverter. The pipeline's middle section was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) supraclinoid aneurysm with a max diameter of 5mm and a 5mm neck diameter. Landing zone: distal: 3.95mm and proximal: 4.35mm. It was noted the patient's vessel tortuosity was severe. Access vessel was the ica with a 5mm diameter. Dapt (dual antiplatelet treatment) was administered, pru level 250. The angiographic result post procedure showed the aneurysm filling same as it was. Ancillary devices include a neuron max sheath, cat 5 guide catheter, phenom 27 150 microcatheter, and synchro soft guidewire.

Event description:
Additional information was received stating that the procedure was completed with another manufacturer's device. The cause of the twist and failure to open was not determined. There were no issues with the phenom. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.